Event description:
It was reported that patient presented for a routine generator change procedure on (B)(6) 2022, where during replacement there was difficulty removing the set screw from both the atrial and ventricular ports of the patient's existing pacemaker. It was not determined whether the issue was attributed to the patient's device or the hex wrench that was being used. Both set screws were eventually removed, and the pacemaker was explanted and replaced without further complications. The patient was stable throughout.

Manufacturer narrative:
The reported event of difficulty untightening the ventricular setscrew to remove the lead and some minor problems with the atrial setscrew was confirmed. Analysis revealed that an excessive amount of septum punch-outs was filling the ventricular setscrew inset. Punch-outs from the septum are normally caused by the user of the torque wrench making off-center wrench insertions through the septum and wrench insertions at angles through the septum. These punch-outs from the septum land in the setscrew inset. The punch-outs will cause the wrench to slip around in the inset and also prevent full insertion of the wrench tip, both causing the wrench to strip the inset. The setscrew was difficult to untighten because the setscrew was being stripped. The atrial septum shows off-center wrench insertions through it which will also make the setscrew difficult to engage and untighten. The atrial setscrew was not stripped. All problems are related to the user¿s incorrect use of the torque wrench.